Manufacturer narrative:
The field engineering specialist (fes) replaced the rinse tubing. The issue was resolved by the fes service activity. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) result for 1 patient tested on a cobas 8000 c 502 module. The doctor initially received an hba1c result that did not fit the clinical picture of the patient. The result did not fit with the blood count of the patient. The specific hba1c result was not provided. Therefore the customer tested the patient sample multiple times with the following hba1c results: result 1 = 8.3%, result 2 = 8.6 %, result 3 = 10.1 %, result 4 = 8.5 %. The hba1c reagent lot was 400976.